Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's report number: 2938836-2018-12039. During a follow up, post paced t-wave oversensing due to non-sustained right ventricular oversensing (nsrvo) was noted on the right ventricular channel. Programming changes were recommended to resolve the event and the patient was stable with no adverse consequences reported.